Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for four patient samples tested with li lithium on a cobas c 503 analytical unit. The initial values were reported outside of the laboratory and questioned by a physician. The first sample initially resulted in a lithium value of 1.83 mmol/l. When repeated on the same analyzer on 12-may-2022, the result was 0.78 mmol/l. The sample was repeated on a second analyzer on 12-may-2022, resulting in a value of 0.808 mmol/l. A corrected report was issued. The second sample initially resulted in a lithium value of 2.35 mmol/l on 10-may-2022. When repeated on the same analyzer on 12-may-2022, the result was 0.46 mmol/l. The sample was repeated on a second analyzer on 12-may-2022, resulting in a value of 0.465 mmol/l. A corrected report was issued. The third sample initially resulted in a lithium value of 0.95 mmol/l on 10-may-2022. When repeated on the same analyzer on 12-may-2022, the result was 0.63 mmol/l. The sample was repeated on a second analyzer on 12-may-2022, resulting in a value of 0.631 mmol/l. A corrected report was issued. The fourth sample initially resulted in a lithium value of 0.393 mmol/l on 10-may-2022. The sample was repeated on a second analyzer on 12-may-2022, resulting in a value of 0.53 mmol/l. The first sample was tested using lithium reagent lot 520389. The reagent expiration date was requested, but not provided. Samples 2-4 were tested using lithium reagent lot 542026. The reagent expiration date was requested, but not provided.